Event description:
Related manufacturing reference number: 2017865-2023-00730. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead perforated the left ventricle. The physician alleged that the perforation was caused by the high pull back strength of the catheter. The lead was repositioned successfully. No further intervention was performed. The patient will continue to be monitored. There were no patient consequences.